Event description:
On (B)(6) 2011, patient's roommate reported the patient is experiencing extremely elevated blood glucose levels and is unable to self-treat. Roommate stated the patient is feeling dizzy and vomiting. Roommate reported the patient's blood glucose meter displayed 'hi'. Patient's normal blood glucose range is 123-150 mg/dl. Patient was feeling dizzy and vomiting. Roommate stated the patient was not able to deliver her own bolus so the roommate attempted to deliver the bolus for her; the infusion device displayed e4 (occlusion) error and then a8 (bolus canceled) message. Roommate reported she noticed the insulin cartridge was empty. Roommate stated the infusion sites were changed every 3-4 days. Advised to change sites every 3 days. Assisted with the change the cartridge process. Roommate reported the patient took her blood glucose reading with a reading of 'hi'. Advised to take necessary steps to correct the patient's blood glucose and closely monitor her readings. On call back roommate reported the patient's blood glucose continued to read 'hi' and she just gave her a bolus of 0.5 units of insulin. Roommate stated the infusion device made the pumping noise 4 times. Verified bolus was successfully delivered. Advised she may want to contact the patient's dr. If her blood glucose remains elevated. On call back roommate reported patient's glucose remained elevated all day and tonight; only reads 'hi' and she has been extremely thirsty and vomiting for the last 2 days. Verified infusion device is delivering insulin. Roommate reported there were no leaks in the system and the patient has not eaten anything for over 24 hours. Advised to seek medical attention and recommended she contact the patient's doctor; patient refuses. Roommate stated she contacted the patient's parents and they will come tomorrow, get her and seek medical attention. On call back on (B)(6) 2011 roommate reported patient's blood glucose began to decrease and was coming down to <300 mg/dl. Roommate stated the patient's parents took her to the hospital for continuing health concerns. Roommate reported she feels the infusion device is functioning as intended but patient's other health concerns are prohibiting her recovery. Requested return of the alleged products for evaluation.